Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record [DHR] review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
During a pre hysteroscopy, in preparation for a novasure endometrial ablation, the physician noted the uterus had "post mirena/thin endometrium". The mirena device (levonorgestrel-releasing intrauterine system for contraception) was removed. During the ablation the physician "manually stopped the ablation...after 110 second as he had the feeling something was wrong". During post hysteroscopy he saw "damage to the myometrium" at the fundus "and at a small spot the myometrium was so thin that he could see the serosa". There was no perforation or bowel burn seen and there was "proper distention of the uterine cavity" during the hysteroscopy. The physician reported "post operative bleeding was strong" but the pt was fine and was discharged home following the procedure. On (B)(6) 2011 the physician reported that a post procedure ultrasound showed the myometrium was "thinned to [approx] 3mm before getting to the serosa". Additionally he reported bleeding is decreasing and "the post procedure follow-up showed no clinical complications".